Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after the ipg was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a cosmetic depression on the outer insulation and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a cosmetic depression on the outer insulation and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information received indicated the cause of death was sepsis secondary to lymphoma. The patient developed sepsis and multi organ failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a cosmetic depression on the outer insulation and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a cosmetic depression on the outer insulation and visual analysis only was performed.